Event description:
It was reported that the camera head did not display a video image. The issue occurred during preparation for use before a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. No images were not output due to an image capture failure. Based on the investigation results, it is likely that the following led to the malfunction: the information obtained from this complaint and the investigation results did not identify the cause of the failure. A probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.